Event description:
My insulin pump gave a no delivery warning. I attempted to clear it and it continued to give errors and not deliver insulin. I had to use a new infusion set and insulin to get the pump delivering again. I contacted medtronic multiple times, and they first sent me a different type of infusion set which did not help, then a new pump. I was still receiving errors on an irregular, sporadic basis. When I disconnect the pump, insulin will flow through the line with no problem, but upon reconnecting it, it immediately gives a no delivery error again. This occured at times a few hours after changing my infusion site and sometimes a day or two after.